Manufacturer narrative:
H10: the issue was most likely caused by mechanical stress due to environmental conditions. Water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase could have contributed to the reported failure.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and confirmed the reported issue. The stirrer motor was not working and therefore was replaced. The issue was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to the stirrer motor during procedure. There was no report of patient injury.